Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2018-02155, reference MFR. Report#: 1627487-2018-02156. It was reported the patient (B)(6) underwent a scs trial procedure on (B)(6) 2018. The patient was later admitted to the hospital for a fever and nausea. The patient was diagnosed with staphylococcus aureus at the lead and extension sites. Redness and pus was also present at both sites. As a result, the patient's lead, extension, and anchor were removed. The infection resolved over time with antibiotic use.